Event description:
Catheter was easily inserted; however, pt's condition worsened after medication was administered. Catheter was immediately removed and a new catheter inserted. Catheter was tested outside pt upon removal and it was reported that medical lumen ran together w/ proximal lumen. There were no associated pt complications reorted.